Event description:
The customer reported a loss of audio at their philips central station. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a loss of audio at their philips central station. No pt harm was reported. In the presence of life-threatening events when no sound is audible, serious injury and/or death can occur. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.